Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 091389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1991 and (B)(6) 1993), c-section, termination of pregnancy, adverse event nos, pneumonia, pap smear abnormal and ex-smoker (0.50 packet day for 10 years cigarettes). Previously administered products included for birth control: iud. Concurrent conditions included anemia, rash, skin disorder nos, bacterial vaginosis, drug allergy, asthma, breast disorder, diabetes mellitus, cardiac disorder nos, (B)(6), female infertility, trauma, thyroid disorder, seizures, sickle cell anemia, rhesus incompatibility, systemic lupus erythematosus, hepatic disease, chronic kidney disease, mental disorder, postpartum depression, uterine polyp, intramural leiomyoma of uterus, alcohol use (0-1 standard drinks or equivalent per week) and general anesthesia. Concomitant products included contraceptives for topical use and itching cream from 2013 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rashes or skin conditions- type: severe itching") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vulvovaginal pain ("severe constant vaginal pain"), abdominal pain lower ("severe constant lower abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with iron and surgery (diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, pruritus, fatigue and dysfunctional uterine bleeding outcome was unknown and the vulvovaginal pain and abdominal pain lower had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not caused birth defects. She did not had any complications or problems that occurred at the time of essure placement procedure. Patient had diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy on (B)(6) 2017, pre-operative diagnosis was dub (dysfunctional uterine bleeding) and uterine polyp and post-operative diagnosisw was same with midline fundal polyp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: may not be protected from pregnancy. Pregnancy test urine - on (B)(6) 2012: negative. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: app. (B)(6). On (B)(6) 2013, hysterosalpingogram. Finding: initial scout radiograph shows the proximal end of the outer coil of the left essure implant separated from the proximal end of the inner coil by about 10 mm and displaced cephalad. Impression : on the left, there appear to be a fracture of the essure implant between the proximal end of the inner and outer coil and migration of the proximal end of the implant just into the myometrium of the cornu. On the right, the proximal end of the inner coil is about 10 mm from the cornu. No contrast visible in either tube and no spill of contrast from either side. Uterine cavity appear normal. Surgical pathological report on (B)(6) 2017, final diagnosis: endometrium, curettings: fragments of endometrial polyp in a background of disordered, proliferative phase endometrium. Negative for complex hyperplasia, cytologic atypia and carcinoma. Clinical information: dysfunctional uterine bleeding. Anemia due to blood loss. Intramural leiomyoma of uterus gross description: endometrial curetting and polyp per requisition, was a 2.2 x 1.3 x 0.5 cm aggregate of red--brown to white-tan morcellated soft tissue fragments and blood clot , entirely submitted in ai. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 6-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 091389, indication female sterilization was added. Events device breakage, menorrhagia, vaginal haemorrhage, pruritus, fatigue, vulvovaginal pain, abdominal pain lower, dysfunctional uterine bleeding were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / device breakage") and genital haemorrhage ("persistent bleeding") in a 40-year-old female patient who had essure (batch no. 091389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1991 and (B)(6) 1993), c-section, termination of pregnancy, adverse drug reaction nos, pneumonia, pap smear abnormal and ex-smoker (0.50 packet day for 10 years cigarettes). Previously administered products included for birth control: iud. Concurrent conditions included anemia, rash, skin disorder, bacterial vaginosis, drug allergy, asthma, breast disorder, diabetes mellitus, cardiac disorder, hiv infection, female infertility, trauma, thyroid disorder, seizures, sickle cell anemia, rhesus incompatibility, systemic lupus erythematosus, hepatic disease, chronic kidney disease, mental disorder, postpartum depression, uterine polyp, intramural leiomyoma of uterus, alcohol use (0-1 standard drinks or equivalent per week) and general anesthesia. Concomitant products included other dermatological preparations from 2013 to 2017 for rash and skin disorder as well as contraceptives for topical use and miconazole nitrate (lotrimin) from 2014 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 3 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("pain /pelvic pain"). In 2013, the patient experienced pruritus ("rashes or skin conditions- type: severe itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe constant vaginal pain"), abdominal pain lower ("severe constant lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and skin disorder ("rashes or skin conditions type: bumps"). The patient was treated with iron and surgery (diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus, fatigue, dysfunctional uterine bleeding and skin disorder outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the abdominal pain lower had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not caused birth defects. She did not had any complications or problems that occurred at the time of essure placement procedure. Patient had diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy on (B)(6) 2017, pre-operative diagnosis was dub (dysfunctional uterine bleeding) and uterine polyp and post-operative diagnosis was same with midline fundal polyp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: may not be protected from pregnancy. Pregnancy test urine - on (B)(6) 2012: negative. Current weight as of (B)(6) 2018: 129 lbs. Approximate weight at the time of essure placement: app. 121 ibs. On (B)(6) 2013, hysterosalpingogram. Finding: initial scout radiograph shows the proximal end of the outer coil of the left essure implant separated from the proximal end of the inner coil by about 10 mm and displaced cephalad. Impression : on the left, there appear to be a fracture of the essure implant between the proximal end of the inner and outer coil and migration of the proximal end of the implant just into the myometrium of the cornu. On the right, the proximal end of the inner coil is about 10 mm from the cornu. No contrast visible in either tube and no spill of contrast from either side. Uterine cavity appear normal. Surgical pathological report on (B)(6) 2017, final diagnosis: endometrium, curettings: fragments of endometrial polyp in a background of disordered, proliferative phase endometrium. Negative for complex hyperplasia, cytologic atypia and carcinoma. Clinical information: dysfunctional uterine bleeding. Anemia due to blood loss. Intramural leiomyoma of uterus gross description: endometrial curetting and polyp per requisition, was a 2.2 x 1.3 x 0.5 cm aggregate of red--brown to white-tan morcellated soft tissue fragments and blood clot , entirely submitted in ai. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, concomitant drug and new event rashes or skin conditions type: bumps were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / device breakage") and genital haemorrhage ("persistent bleeding") in a 40-year-old female patient who had essure (batch no. 091389 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1991 and (B)(6) 1993), c-section, termination of pregnancy, adverse drug reaction nos, pneumonia, pap smear abnormal and ex-smoker (0.50 packet day for 10 years cigarettes). Previously administered products included for birth control: iud. Concurrent conditions included anemia, rash, skin disorder, bacterial vaginosis, drug allergy, asthma, breast disorder, diabetes mellitus, cardiac disorder, hiv infection, female infertility, trauma, thyroid disorder, seizures, sickle cell anemia, rhesus incompatibility, systemic lupus erythematosus, hepatic disease, chronic kidney disease, mental disorder, postpartum depression, uterine polyp, intramural leiomyoma of uterus, alcohol use (0-1 standard drinks or equivalent per week) and general anesthesia. Concomitant products included other dermatological preparations from 2013 to 2017 for rash and skin disorder as well as contraceptives for topical use and miconazole nitrate (lotrimin) from 2014 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 3 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("pain /pelvic pain"). In 2013, the patient experienced pruritus ("rashes or skin conditions- type: severe itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe constant vaginal pain"), abdominal pain lower ("severe constant lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and skin disorder ("rashes or skin conditions type: bumps"). The patient was treated with iron and surgery (diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus, fatigue, dysfunctional uterine bleeding and skin disorder outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the abdominal pain lower had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not caused birth defects. She did not had any complications or problems that occurred at the time of essure placement procedure. Patient had diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy on (B)(6) 2017, pre-operative diagnosis was dub (dysfunctional uterine bleeding) and uterine polyp and post-operative diagnosis was same with midline fundal polyp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: may not be protected from pregnancy test urine - on (B)(6) 2012: negative. Current weight as of (B)(6) 2018: 129 lbs. Approximate weight at the time of essure placement: app. 121 ibs. On (B)(6) 2013, hysterosalpingogram. Finding: initial scout radiograph shows the proximal end of the outer coil of the left essure implant separated from the proximal end of the inner coil by about 10 mm and displaced cephalad. Impression : on the left, there appear to be a fracture of the essure implant between the proximal end of the inner and outer coil and migration of the proximal end of the implant just into the myometrium of the cornu. On the right, the proximal end of the inner coil is about 10 mm from the cornu. No contrast visible in either tube and no spill of contrast from either side. Uterine cavity appear normal. Surgical pathological report on (B)(6) 2017, final diagnosis: endometrium, curettings: fragments of endometrial polyp in a background of disordered, proliferative phase. Endometrium. Negative for complex hyperplasia, cytologic atypia and carcinoma. Clinical information: dysfunctional uterine bleeding. Anemia due to blood loss. Intramural leiomyoma of uterus. Gross description: endometrial curetting and polyp per requisition, was a 2.2 x 1.3 x 0.5 cm aggregate of red--brown to white-tan morcellated soft tissue fragments and blood clot , entirely submitted in ai. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical compliant. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / device breakage") and genital haemorrhage ("persistent bleeding") in a 40-year-old female patient who had essure (batch no. 091389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1991 and (B)(6) 1993), c-section, termination of pregnancy, adverse drug reaction nos, pneumonia, pap smear abnormal and ex-smoker (0.50 packet day for 10 years cigarettes). Previously administered products included for birth control: iud. Concurrent conditions included anemia, rash, skin disorder, bacterial vaginosis, drug allergy, asthma, breast disorder, diabetes mellitus, cardiac disorder, hiv infection, female infertility, trauma, thyroid disorder, seizures, sickle cell anemia, rhesus incompatibility, systemic lupus erythematosus, hepatic disease, chronic kidney disease, mental disorder, postpartum depression, uterine polyp, intramural leiomyoma of uterus, alcohol use (0-1 standard drinks or equivalent per week) and general anesthesia. Concomitant products included other dermatological preparations from 2013 to 2017 for rash and skin disorder as well as contraceptives for topical use. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 3 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In june 2013, the patient experienced pelvic pain ("pain /pelvic pain"). In 2013, the patient experienced pruritus ("rashes or skin conditions- type: severe itching") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe constant vaginal pain"), abdominal pain lower ("severe constant lower abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with iron and surgery (diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus, fatigue and dysfunctional uterine bleeding outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the abdominal pain lower had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not caused birth defects. She did not had any complications or problems that occurred at the time of essure placement procedure. Patient had diagnostic hysteroscopy with endometrial curettage and true clear 5mm polypectomy on (B)(6) 2017, pre-operative diagnosis was dub (dysfunctional uterine bleeding) and uterine polyp and post-operative diagnosis was same with midline fundal polyp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: may not be protected from pregnancy pregnancy test urine - on (B)(6) 2012: negative current weight as of (B)(6) 2018: 129 lbs approximate weight at the time of essure placement: app. 121 ibs. On (B)(6) 2013, hysterosalpingogram. Finding: initial scout radiograph shows the proximal end of the outer coil of the left essure implant separated from the proximal end of the inner coil by about 10 mm and displaced cephalad. Impression : on the left, there appear to be a fracture of the essure implant between the proximal end of the inner and outer coil and migration of the proximal end of the implant just into the myometrium of the cornu. On the right, the proximal end of the inner coil is about 10 mm from the cornu. No contrast visible in either tube and no spill of contrast from either side. Uterine cavity appear normal. Surgical pathological report on (B)(6) 2017, final diagnosis: endometrium, curettings: fragments of endometrial polyp in a background of disordered, proliferative phase endometrium. Negative for complex hyperplasia, cytologic atypia and carcinoma. Clinical information: dysfunctional uterine bleeding. Anemia due to blood loss. Intramural leiomyoma of uterus gross description: endometrial curetting and polyp per requisition, was a 2.2 x 1.3 x 0.5 cm aggregate of red--brown to white-tan morcellated soft tissue fragments and blood clot , entirely submitted in ai. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporter information was added. Event outcome added for event pelvic pain and vaginal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.